Event description:
It was reported that a few days after implant procedure, this left ventricular (lv) lead was suspected to be retracted from original placement, leading into diaphragmatic stimulation, high pacing thresholds and loss of capture. Subsequently, the lv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.